Event description:
Lack of repeatability of low (B)(6) antibody on the abbott architect system. This has been seen across three different lot numbers and 2 different analyzers (architect i2000 and architect i1000). In all cases the confirmatory naat testing was also (B)(6). Thus far we have identified 18 (B)(6) results. We have notified the vendor about this issue. FDA safety report ID# (B)(4).